Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplemental report.

Event description:
Head of the polyaxial screw had come out of the shaft and was found dangling on the rod.